Event description:
During set-up for nucleoplasty procedure the pt was sedated under general anesthesia and a small incision with 17g crawford needle was made by inserting into the pts anatomy. The physician inserted the perc dlr spinewand into an arthrocare controller and tested the wand (lot q115110-a) with normal saline. The wand indicator was illuminated and displayed a set point level of 2, the coagulation and ablation petals were depressed, however, the physician indicated that no rf energy was generated. A second perc dlr spinewand from the same lot was tested and the wand failed to generate rf energy. A third perc dlr spinewand from a different lot (q113610-a) was also tested and the wand failed to generate rf energy. As a result of the extended wand testing the pt was under general anesthesia for approximately 1 hour and 30 minutes before the procedure was aborted. The pt was discharged and transferred to another hospital seeking a second opinion. It is unk if the pts surgery has been rescheduled.

Manufacturer narrative:
Additional devices, reference manufacturers report numbers: 3006524618-2012-00250 and 3006524618-2012-00251.